Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Malposition: unable to confirm, as it is a medical event. Not related to the device. Additional observations: red particles inside of the device.

Event description:
Patient reported, an unknown breast event. Patient later reported, 'bilateral device rupture, dislocation. And capsular contracture, baker grade IV. Diagnosed by MRI'. The device was explanted and replaced with a non-allergan device. Record relates to left side.

Event description:
Patient reported an unknown breast event. Patient later reported left side device rupture, dislocation and capsular contracture baker grade IV. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture and malposition.

Event description:
Patient reported an unknown breast event. Patient later reported left side device rupture, dislocation and capsular contracture baker grade IV. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.